Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed that the drive wire separated at the distal end of the handle cannula. This device returned with a clear liquid still inside of the tubing. During a function test the handle moved with a grinding feeling coming from inside the handle with no movement of the basket. The handle was disassembled and it was noted that the drive wire separated at the distal end of the handle cannula and there was nesting inside of the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact, but discoloration and a potential deficiency of solder was observed on the tip. A partial breakage in the cannula was observed proximal to the nesting. A lab meeting was held with production management and supervision on 12/30/2019 to evaluate the solder and the partial breakage in the handle cannula. The review was unable to confirm a manufacturing defect associated with the solder process at distal end of the handle cannula, and no evidence of insufficient solder at the distal tip of the basket was observed. The review was also unable to confirm a manufacturing defect associated with the partial breakage at the distal end of the handle cannula. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The instructions for use indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." Basket deployment difficulties and buckling of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook memory ii double lumen extraction basket. The basket handle did not work. The procedure was completed with another extraction basket. This event was not reportable at the time. The device was received on 16-dec-2020 and it was noted the drive wire was separated from the handle with it nesting inside the purple hub. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.